Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel. This resulted in inappropriate anti-tachycardia pacing (atp) and multiple electric shocks due to an atrial driven arrhythmia. Boston scientific technical services (ts) was consulted and discussed programming options as well as medication options. No additional adverse patient effects were reported. At this time, this device system remains in service.